Event description:
It was reported that the bur had broken during a surgical procedure. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was returned for eval. Lot# details were not provided. It was visually confirmed that the bur head had become detached from the shank. Further exam indicated extensive wear of the product. It was not possible to determine the definitive root cause for the breakage.